Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 600 mg/dl. Customer also indicated that they had low blood glucose but the level was unknown. Customer indicated that she stacked her insulin and that this led to the low and high blood glucose. No further details given.